Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced a hematoma without any known preceding factors. The patient's right lead had all high impedances. The hematoma was evacuated on (B)(6) 2025; however, the physician opted to explant the lead extensions and the ipg on the (B)(6) 2025 to address the issue.